Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor is not working occurred. Data was evaluated and the allegation was not confirmed for transmitter ID 8kr0t1 . The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error for transmitter ID 8lrpy4 was found in connection to the reported allegation. The probable cause was determine to be a low transmitter battery which led to a transmitter failed error. The reported event of a sensor not working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.